Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The review of the black box data showed no evidence of a eaw 162 (no delivery, no prime). The rewind, load cartridge and prime steps were performed successfully with no alarms. The force sensor calibration check was performed and passed, indicating that the sensor was detecting correct applied load. In addition, the pump was exercised for 24 hours with no loss of prime occurrences.